Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed processor card. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they were getting alarm 64 (non-recoverable system error) on an arctic sun device. Walked nurse through cycling the power. Explained if the alarm did not come back, it was okay to continue to use device. If alarm came back send to biomed. Explained how to adjust the duration on the new device should they need to change devices. Per sample evaluations results received on 13feb2024, it was reported that there was a control panel failure.